Event description:
It was reported that the left side therapy impedance result is only dashes. The right side is normal/good. Patient is programmed 3+1- and electrode measurement is 1756 ohms. The ins is on and patient is programmed to 4.1v. Additional information was received that caller is experiencing the same issue with patient today in which the left lead therapy impedance is showing dashes. Caller stated patient hasn't reported any therapy changes but ins is now at eri and appeared to depleted faster than patient's previous ins. Caller stated patient is programmed on 3+1- at 4.1v and electrode impedance result of that pair was 1312 ohms. Technical services reviewed potential intermittent impedance issue occurring that isn't being captured with electrode impedances and suggested sending ins for analysis once it is replaced. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.